Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for the femoral component were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A product history search identified no other complaint for the part and lot combination of the femoral component. Review of the first revision surgical notes found that the initial loose component was replaced with a similar component while the initial tibial and patellar components were retained since they were well fixed. The review also suggests that this revision femoral component was implanted with the correct fit and orientation as per the surgical technique. Per the second revision surgical notes x-rays documented significant femoral component loosening, which was confirmed intra-operatively. Mild osteolysis was encountered with appropriate bone quality both distally and posteriorly on both femoral condyles. Per the package insert of the femoral component, pain, loosening of the prosthetic knee components, and osteolysis initiated by wear debris leading to loosening are known adverse effects of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening.

Manufacturer narrative:
This device is used for treatment. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.